Event description:
The customer reported that during a routine check of the unit, he noticed that the unit's display intermittently scrambles. No pt was involved.

Manufacturer narrative:
The company rep replaced the coiled cable ((B)(4)), the monitor mount ((B)(4)) and the video receiver board ((B)(4)). The unit was tested to factory spec. It functioned normally and was returned to the customer.